Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer changed out the syringe needle and successfully filled the cartridge. There was no reported impact to customer's blood glucose.